Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: pump was returned with a damaged and cracked display screen. Pump boots with audible and vibratory features; the display screen remains blank and does not go to the verify screen. The pump cover was removed and the damaged/cracked screen was replaced with a new test screen in order to perform the required flow accuracy test. The new test screen is fully illuminated with no discoloration when booting to the verify screen. The alarm history shows only typical usage alarms. The total daily dose added up correctly. The pump successfully passed a 29hr flow accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient fell off a four wheeler and the pump was damaged but structurally it looked ok. When the patient went to give themselves a bolus, the screen was cracked, unreadable because it was cracked in the middle. The patient had stopped using the pump on (B)(6) 2013. The patient ended up in the hospital due to high blood glucose (bg) levels over 300mg/dl while on injections. The patient was taken to the hospital and diagnosed with diabetic ketoacidosis. The patient was treated with IV fluids and insulin. The patient had vomiting, chest pain, leg pain and positive ketones. The patient current blood glucose (bg) was 195mg/dl. The patient had a prescription for lantus. This report is being made due to the hyperglycemic event the patient experienced.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.